Manufacturer narrative:
(B)(4).

Event description:
It was reported when the sheath was implanted into the left ventricular lead, the heart rate gradually increased and the patient began breathing very hard. The concern was that the patient had acute heart failure. Both the lead and sheath were removed. No other procedure was completed. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.